Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve deployed too atrial was confirmed with objective evidence with the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that the patient conditions and procedure related issues may have contributed to the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure in tricuspid position where the patient suffered from hemolysis/hemolytic anemia while still hospitalized. The patient did not feel well and was treated with a blood transfusion. Upon completion of internal imaging review, it was indicated that the lateral position of the valve appears more atrial (high, >10mm from the tv annular plane) and the septal position of the device appears more ventricular (low, >10mm from the tv annulus). In addition, a mobile echo density structure was observed on the ventricular side of the evoque valve. The device was observed with minor stability. Lastly, the anterior device leaflet appeared prolapsed with a coaptation defect resulting in moderate central tricuspid regurgitation. As per the latest update the patient passed away due to right heart decompensation with renal failure, uremia and refusal of dialysis treatment by the patient.